Event description:
It was reported that during implant, while the physician used the slitter to cut the delivery catheter, the distal part of the catheter broke into two pieces. The physician was able to remove the distal part of the catheter with small forceps. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.